Event description:
There was an allegation of questionable vancomycin results for 1 patient, albumin results for 2 patients, albumin and phosphate results for 1 patient, calcium results for 1 patient, and crp results for 1 patient on a cobas c 503 analytical unit. Patient 1: the initial vancomycin result was 117 mg/l with a data flag. The result was released as >80 mg/l. The result was reported outside of the laboratory to the doctor, who questioned the result and requested the sample be repeated. The repeated results were 8.31 mg/l and 8.40 mg/l. The repeated results were performed on another c503 instrument. Patient 2: the initial albumin result was 19 g/l and the repeated result was 32g/l. Patient 3: the initial albumin result was 17 g/l and the repeated result was 25 g/l. The initial phosphate result was 0.71 mmol/l and the repeated result was 1.2 mmol/l. Patient 4: the initial calcium result was 1.66 mmol/l and the repeated result was 2.29 mmol/l. Patient 5: the initial albumin result was 15 g/l and the repeated result was 29 g/l. Patient 6: the initial crp result was 16 ml/l and the repeated result was 32 ml/l. The erroneous results were reported outside of the laboratory. The vancomycin reagent lot number is 619317. The expiration date was not provided. The other reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
Facility name: (B)(6). The field service representative found the vacuum tube was broken. The broken tube had caused insufficient cleaning and drying to the cuvettes. He replaced the tube, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.